Event description:
It was reported that the patient experienced recurring incontinence caused by urethral atrophy at the cuff site of his artificial urinary sphincter (aus). All components were removed and replaced and a good result was achieved post-surgery. The patient is expected to fully recover.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.